Event description:
Event description: boston scientific crm received info that this coronary sinus lead was an attempted implant. The lead exhibited elevated pacing thresholds and a loss of capture during the implant procedure. It was reported that the pt had difficult anatomy. The pt was brought back the following day to implant an epicardial lead in the left ventricle.

Manufacturer narrative:
Event conclusion: while no complications were reported to boston scientific crm at the time of the procedure, the patient later contacted boston scientific's technical services department to report the lead implant experience. She stated that while trying to place the coronary sinus lead in her vein, her vein popped open. She stated that the physician attributed this the fact that her veins were too small. The patient then reported that during the epicardial lead placement the following day, the physician collapsed her lung. The patient reported that the first surgery took 4 hours and the second procedure took 3.5 hours, and she believed that if open heart surgery had been performed, the procedure would have been less traumatic for her. The unused coronary sinus lead had been returned and archived; the lead will be analyzed due to the patient's new allegations.